Event description:
It was reported that the patient had been experiencing lightheadedness and nausea. The right ventricular lead exhibited low impedance. The lead was capped and replaced with an epicardial variant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.